Manufacturer narrative:
Correction: the returned computer analysis was reported inadvertently on the initial MDR. That returned computer was unused and therefore passed all required testing. The computer was replaced and system was found to be fully functional. It was returned to the manufacturer for analysis. The device was found to be fully functional other than being unable to dupe, which was determined not related to reported issue. The reported event could not be duplicated by medtronic personnel. Software review found that the site also leaves the systems on continuously although they have been advised and trained on repeat occasions to discontinue that practice. The event in all of these complaints surrounds an responsive navigation system. A review found that this type of issue was documented in a medtronic navigation software anomaly tracking database for an unresponsive system related to this occurrence. The site has been trained and advised to power down their systems. The computer has also been replaced. Additional information: it was also found by the medtronic representative that the site was not permitted to shut down the system due to the surgeon's instructions.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis from this device. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, and the navigation system operated within specifications. No hardware parts required replacement. Issue resolved. Return requested. The same computer shipped for replacement was returned for evaluation on (B)(6) 2017. This system was fully tested without issue.

Event description:
A medtronic representative reported that prior to the procedure, the navigation system became unresponsive. An error message showed, "no input detected." After a system reboot, the site was able to proceed to "select patient" page, however the system became unresponsive again. There was no impact on patient outcome and no delay in therapy as this issue occurred prior to the procedure.